Event description:
During a tlh procedure being conducted at a hospital in the (B)(6) with sentinel node biopsy, the vpi (component of the pinpoint system) produced a 'pop' sound and all power was lost to the unit. The surgeon was mid operation and had just opened the peritoneum on the pelvic side wall to begin the node dissection. This was about 15 minutes into the case (in pinpoint mode). After hearing the loud 'pop' sound the image disappeared from the screen and all power had been lost to the vpi. The system was then rebooted and every other component turned back on except the vpi, there was no orange light above the power button and the power did not resume to the vpi. The patient was not bleeding at that present time and a new system was brought in to continue the operation but without the sln dissection.